Event description:
It was reported to boston scientific corp that a trapezoid rx lithotripter compatible basket and an alliance ii integrated inflation system were used during an endoscopic retrograde cholangiopancreatography procedure performed in 2009. According to the complainant, the trapezoid basket was advanced over a .035" guidewire. The alliance handle was utilized to crush the stone. However, when the nurse began the lithotripsy, an audible snap was heard. Upon inspection, it was noted that the wire of the device snapped within the handle. The physician indicated that the handle of the basket felt as if it were free floating and pressure could not be applied to release the device from the stone in the common bile duct. A soehendra device was then attempted to be used in conjunction with the basket; however, this maneuver was unsuccessful. Another unsuccessful attempt was made to manipulate the stone out of the basket. The stone, which measured approximately 20mm, was too large for the papilla. The handle was then removed from the sheath and the pt was transferred to the or and underwent surgical removal of the basket and stones. The pt's condition following surgery was reported as satisfactory and no additional treatment was required.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.